Event description:
It was reported that bd syringe 1ml ll contained foreign matter, had a bent tip, barrel/flange damage, and the luer was cracked/damaged/ deformed. It was reported that "dried residues were observed on the vial adapter outer, inner surface, and its coupling area dried residues were observed on the outer and inner surface of the syringe tip (figures 6c and 6d). Received bent with stress marks sings on its outer surface (figures 6a, 6c and 6d). The syringe tip was observed bent, with visible stress marks on the outer surface. Dried residues were observed on the outer and inner surfaces of the syringe tip and the luer-lock connector. Dried residues were observed on the inner surfaces of the syringe barrel inner surface and on the flange top surface. Dried residues were also observed on the plunger and plunger rod surfaces. It was reported that "syringe damaged/defective (luer-lock connector bent)." When did event occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.